Event description:
Customer reported the system is displaying a high capacity disk failure error. No patient injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and informed the customer of conditions that will cause the error message to occur: wrong type of cd, full cd, or no cd in drive. System operates as intended.